Manufacturer narrative:
Batch review performed on 02 september 2016. (B)(4). On 06 september 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
There was some evidence of medial femoral condyle collapse and the femoral component had become loose. No traumatic episode was reported. The surgeon decided to revise the knee and he removed the femoral component, the tibial component and the insert. The patella implant was left in situ. No explants and no x-rays are available.